Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. It was reported that the patient was not getting any stimulation from stimulator and the patient¿s pain returned in the last two days. It was noted that the patient need to charge the stimulator but was getting the reposition symbol. It was noted that the patient used the patient programmer and was getting recharge the stimulator symbol. It was later reported that the patient was not able to communicate with the stimulator. It was noted that the patient was not able to charge three days ago and starting to have pain. It was also noted that the patient last felt stimulation three days ago. It was reported the that the last time patient charged was seven days ago. The patient continues to get poor communication screen on recharger.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n349620, implanted: (B)(6) 2013, product type: accessory; product ID 3 776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).